Event description:
Surgeon advised that patient had a vectra t-plate and screws implanted in a multi-level acd fusion procedure. Post-operatively, it was confirmed that one of the screws had backed out, so the plate and screws were explanted.

Manufacturer narrative:
Without a lot number, synthes is unable to determine a manufacture date. No evaluation could be made, no conclusion could be drawn as no device has been returned.